Manufacturer narrative:
Inspection of the device found no damages or defects that would contribute to the reported infusion site complaint. The cause of the reported infusion site event could not be conclusively determined. The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.

Event description:
It was reported that the patient developed an infection at the pod insertion site on the leg while wearing the device between 5 to 24 hours. Blood glucose values were not provided. The patient reported that the pod fell off and was reattached, indicating the pod dislodged. Following participation in sports, the insertion site became severely inflamed, resulting in the development of an abscess that required surgical removal. A new pod was subsequently applied. Information regarding the medical event was not provided, additional information has being requested.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula, infection and surgical removal of abscess. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.